Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent orif for tibial diaphyseal fracture with the products in question. After nail insertion, the surgeon began fixation distally first. After hitting the third ap hole from the most distal, the screw head became embedded in the bone as he was inserting the screw into the most distal hole. He backed off the screw a bit, checking with the image, and confirmed that the head was still out under direct vision. All subsequent screws were inserted with image confirmation, and the surgery was completed with no fixation problems within 30 minutes delay. The surgeon opened that although he is a 30-year-old male with good bone quality, it may be difficult to get a sense of whether it is working on the polymer inlay or on the bone. No further information is available. This complaint involves four(4) devices. This report is for one (1) lockscr f/nails ø5 l46 xl25. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot : part #: 04.045.046s. Lot #: 541p490. Manufacturing site: jabil grenchen. Release to warehouse date: (B)(6) 2021. Expiry date: 01-dec-2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.